Event description:
It was reported that a patient underwent a cardiac ablation procedure with an OPTRELL Mapping Catheter with TRUEref Technology and observed a tear on the sterile package of the catheter. The package that the OPTRELL Mapping Catheter with TRUEref Technology was shipped in was physically damaged. The package was torn and the tear went to the sterile package of the catheter. Therefore, leaving the OPTRELL Mapping Catheter with TRUEref Technology unsterile. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The tear on the sterile package of the catheter was assessed as MDR reportable.The issue of the ¿package that the OPTRELL¿ catheter was shipped in was physically damaged¿ was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4).